Manufacturer narrative:
Age/date of birth, weight, ethnicity: unknown/not provided. Date of event: exact date is unknown, not provided. Best estimate is between (B)(6) 2021 - (B)(6) 2021. Serial number: information unknown/not provided. Catalog number: a complete catalog number is unknown as product serial number was not provided. Unique identifier (UDI) number: a complete UDI number is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. The intraocular lens (iol) is not returning for evaluation since as of to date, the lens was not returned; therefore, a failure analysis of the complaint device cannot be completed. As the serial number of the device is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown as product serial number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zcb00 intraocular lens (iol) was explanted because patient was complaining of poor vision. No other information was provided.

Manufacturer narrative:
Correction: there was a typographical error to the product ID referenced under section b5: description of event in the initial MDR submitted under reference # 2648035-2021-08092. A zcb00 was written in the summary; however, the correct product is a zkb00 that was identified as a suspect product in the product complaint record. The investigation result was previously submitted for a zkb00; therefore, no further information will be submitted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: the code 2138 - visual impairment was inadvertently selected under section h6: health effect in the initial MDR submitted under reference # 2648035-2021-08092. A correction is made to section h6 and is now reads as 2271 for sub-optimal results; therefore, no further information will be submitted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.